Event description:
Attempting to flush IV following isotope injection during stress test, rubber stopper in interlink injection site dislodged and "flipped" sideways, allowing blood and isotope to backflow out of the IV, caused significant radioactive contamination of treadmill, floor of stress lab, shut down until contamination decays to less than 2 mrem per hour per nrc standards.